Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels reaching 40 mg/dl. Customer stated that pump basal rate needed to be adjusted. Customer brought bg levels to target range with soda. Recommendation was made to discuss diabetes management with customer's health care professional.